Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
A notification was received on 09/23/2024 via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of respiratory failure: persistent multiorgan failure, liver failure, respiratory failure, cardiogenic shock, distributive shock. The patient outcome was fatal.

Manufacturer narrative:
The investigation for the respiratory failure, multiorgan failure, cardiogenic shock, hypovolemic shock (distributive), and liver failure has been completed. The device was not returned for evaluation. Additionally, clinical details were not sufficient to determine root cause. Therefore the root cause of the reported issues could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿